Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. She obtained a result of 240 mg/dl on the reported meter while having no symptoms of high blood glucose levels. She interpreted the meter reading to be 24.0 mmol/l (converts to 432 mg/dl). She took no action to affect her blood glucose level after use of the meter. Concerned about the apparent high reading, she went to see her nurse. The nurse obtained a result of 6 mmol/l on another meter more than 30 minutes after the patient had tested with the reported meter. The nurse advised her to contact lfs to get her meter checked. The pt received no treatment. The customer care rep (ccr) confirmed that the meter was set to mg/dl instead of mmol/l and the patient did not know how the units of measurements got changed. The patient stated that she thought the meter had been reading the incorrect units of measurements for a couple of weeks. Quality control testing was not completed, as the patient did not have control solution. The pt did not allege harm. There is no indication that she experienced injury or medical intervention due to the meter. Based on the apparent spontaneous change in units of measurement from mmol/l to mg/dl, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.